Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that backlinght was not working. Customer also reported of having high blood glucose of 437 mg/dl, which was treated with manual injection. Customer reported that high blood glucose began on (B)(6) 2016. Customer did not go to the hospital but did contact healthcare professional. Customer had symptoms of high blood glucose; customer had nausea, vomiting, abdominal pain and difficulty breathing. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer reported that drive support cap appeared normal. Customer states there were no leaks or air bubbles; there were no site or insulin issues; and settings were correct. Customer was advised to change infusion set, reservoir and insulin and to call back when in receipt of tubing clamp in order to perform high pressure test.

Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, self test, and unexpected restart error tests. No excessive no delivery alarms were noted. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was received with no backlight due to a faulty el panel. The pump was received with a cracked reservoir tube lip, a cracked case near the display window corners, and minor scratches on the display window.